Event description:
This spontaneous report was received on (B)(4) 2013 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Non-applicator tampons, vaginally, for menstruation (lot number 0423m8432, frequency and expiration date unspecified). After an unspecified duration, when she tried to remove a tampon, the string broke off. She stated that she hardly used any force for removing the tampon and the string just got separated. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using (B)(6) non-applicator tampons, vaginally, for menstruation (lot number 0423m8432, frequency and expiration date unspecified). After an unspecified duration, when she tried to remove a tampon, the string broke off. She stated that she hardly used any force for removing the tampon and the string just got separated. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2013 the consumer provided valid lot number and no sample had been received as of (B)(6) 2013. A review of product related issue revealed no changes. A batch record review revealed that the process was executed as per established parameters and procedures and all in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that might be associated to the complaint was observed. Inspection of the retain sample revealed no anomalies. Based on the investigation results, this complaint could not be confirmed. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.